Manufacturer narrative:
The insulin pump received with broken off and missing the end cap. Unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime alarm due to broken off and missing the end cap. The insulin pump received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the bottom of the insulin pump was missing. The wires were exposed and the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 16.0 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.